Manufacturer narrative:
Concomitant medical products: product ID 8840, product type programmer, physician. Product ID 3389-40, lot# j0322216v, implanted: 2003-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 3389-40, lot# j0322216v, implanted: 2003-(B)(6), product type lead, product ID 748251, serial# (B)(4) implanted: 2003-(B)(6), product type extension, product ID 7438, serial# (B)(4), implanted: 2003-(B)(4), product type programmer, patient. (B)(4). Analysis of neurostimulator model 7426, serial # (B)(4), reported that the initial cause of the anomalous telemetry issue could not be determined and it was noted that the device was fully functional during analysis. A high current drain condition was seen when the e3 output terminal was investigated. This high current drain was found to have been caused by shorted blocking diodes connected to the e3 and case output terminals (these diodes were part of the diode array (dan1) component). Since the battery was noted to be at nominal voltage after opening the case (can), anomalous high current drain seen with e3 electrode programmed to output may have contributed to the initial telemetry issue. The telemetry failure could not be re-established. Long term monitoring (12 hours at 2 temperatures), electrical bench testing, and temperature testing showed no abnormal conditions.

Event description:
It was initially reported that there were telemetry issues between the clinician programmer and the patient¿s implantable neurostimulator (ins). It was noted that the clinician programmer ¿crashed¿ during reading of impedances and could no longer read the ins. Follow up information received on (B)(6) 2006 reported that the event issue occurred during an ins replacement procedure. The new ins was placed in the pocket, was programmed, and therapy impedances were done. When individual impedance measurements were initiated, the clinician programmer ¿stalled¿ and could not do anything. The programmer was then turned off, then back on and an attempt to re- interrogate the ins was made but the reporter kept getting a message that there was some type of interference. All known electrical devices were then removed but the same message was observed. Three different clinician programmers were then used to interrogate the ins but, again, the same message was seen. A new ins was then in the procedure. Programming and impedances were performed on the new ins without any problems reported.